Manufacturer narrative:
It was reported that the patient experienced a burn and redness due to the electrode - patch - universal 2 channels. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older). Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2025, the patient's mother reported that the patient was burned from the electrode - patch -universal 2 channels. The patient's mother removed the device from the patient due to the burn and to allow the skin to heal. The patient went to the hospital for further evaluation on (B)(6) 2025. No prescription or over the counter medication were administrated. The patient was going to take a break in service for a week and reconnect with the flex adapter which was ordered. It was unknown if the sensor ever overheated. The mother also noted that the patient had redness on the skin due to the adhesive along with the burn mark. Additional information was requested but could not be obtained.